Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states that the lift arrived without the clips. The caller states that the clips were then replaced, and all the clips popped off on their own and became lost. The caller states that they put 6 new clips on the lift. The caller states that the clip is popped off, but still hanging onto the hanger bar. The caller states that a patient fell out of the sling when the clip popped off but the caller was unable to provide any end user details, the caller is also unaware if the patient was injured when they slipped out. The caller simply stated that was a nursing issue and he only handles maintenance issues. The caller was unable to provide any further details. Update from 02/09/2016 added by consumer affairs: end user allegedly fell over the bed and there is no injury alleged according to the nursing home. No end user information provided due to hipaa. Maintenance person is going to work with dealer to fix the hanger bar and clips. No further information provided. No return anticipated as unit is being fixed.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed with respect to the alleged issue. While some minor defects on the clip were noted, the complaint that the clip "popped off" resulting in the end user falling could neither be confirmed nor refuted by evaluating the item that was returned. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed with respect to the alleged issue. While some minor defects on the clip were noted, the complaint that the clip "popped off" resulting in the end user falling could neither be confirmed nor refuted by evaluating the item that was returned. The caller states that the lift arrived without the clips. The caller states that the clips were then replaced, and all the clips popped off on their own and became lost. The caller states that they put 6 new clips on the lift. The caller states that the clip is popped off, but still hanging onto the hanger bar. The caller states that a patient fell out of the sling when the clip popped off but the caller was unable to provide any end user details, the caller is also unaware if the patient was injured when they slipped out. The caller simply stated that was a nursing issue and he only handles maintenance issues. The caller was unable to provide any further details. Update from 02/09/2016 added by consumer affairs: end user allegedly fell over the bed and there is no injury alleged according to the nursing home. No end user information provided due to hipaa. Maintenance person is going to work with dealer to fix the hanger bar and clips. No further information provided. No return anticipated as unit is being fixed.